Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, nine years eleven months of post deployment, a computed tomography scan of abdomen and pelvis was revealed that the superior extent of the inferior vena cava filter was at disc space and the inferior extent was at superior vertebral body. A total of 6 prongs have perforated the inferior vena cava. Maximum distance prongs perforated was 4.62 mm. Coronal images showed 3.93-degree tilt left to right and sagittal images showed 1.21-degree tilt posterior to anterior. Diameter of inferior vena cava directly above filter was 21.21 mm × 13.79 mm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately nine years and eleven months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.